Event description:
It was reported that the patient's right ventricular (rv) lead measured low r-waves, and was determined to have "bad sensing". The rv lead was extracted and replaced. This patient is a participant in a (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).